Event description:
The customer used the low and high control solutions and received low out of range readings of 18 and 48 mg/dl, respectively, on her contour meter. While checking the memory of the meter it was discovered that the readings were not automatically marked as control tests, which will be displayed as a blood results when accessing the meter's memory. No adverse event was alleged. The control solution had already been discarded so product information was not provided. Product will not be returned for evaluation. New meter, strips and control were sent to the customer.